Event description:
While on the line with technical support, pt discovered that segments were missing in the 100's column of the device's result display. No adverse event was reported. The problem was first discovered in pt's home. Technical support requested the return of the suspect product and replacement product was shipped.